Manufacturer narrative:
The reported event of unable to loosen the v-setscrew to remove the ventricular lead was confirmed. Analysis revealed the v-setscrew had been overtightened or over-torqued by the user/physician at the time of the implant procedure. At repositioning/explant the physician was unable to untighten the setscrew due to it being over-torqued. This is considered a user related anomaly.

Event description:
It was reported that the patient presented to the hospital for an implant procedure on (B)(6) 2025. During the procedure, there was resistance when the physician inserting the right ventricular (rv) lead to the pacemaker header. The rv lead was then successfully connected to the pacemaker with satisfactory lead measurements. Device interrogation during an in clinic post-discharge follow-up later revealed that the rv lead failed to capture. During the lead revision procedure, the physician was unable to disconnect the rv lead from the pacemaker header. Both the pacemaker and rv lead were explanted and replaced on (B)(6) 2025. The patient was in stable condition.